Event description:
In 2008: customer reports that a female was undergoing ureter stent placement when the fluoro stopped working. Customer reports that the delay was only 5 minutes, and there were no injuries or complication to the patient.

Manufacturer narrative:
Liebel flarshiem manufacturing report: fse visited hospital and discussed issue with customer. Customer indicated that only the generator and generator console powered off in one case system was not being used and in another case after fluoro was being used. In both cases, the system was restarted at the generator console and used normally with no problems. The fse, finding the system powered up and operational upon arrival at the hospital, completed 4 normal power cycles, checked all generator and console functions per sedecal generator service manual. Fse also checked all sedecal generator and console internal connections per sedecal generator service manual. Fse found that the sedecal generator l/f interface board j6 and x-ray hand switch cable connections were very loose and tightened both. Fse also rearranged components on console cart to better ensure that equipment is not accidently powered off. Fse completed system checkout including all console functions, fluoro and spot x-ray shots per sedecal generator service manual with no problems. System returned to full service by the customer.